Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a foot control device was "not functioning properly". It was unknown to the reporter if the reported condition occurred during a surgical procedure, if there was a delay to a surgery, or if there was a spare device available. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.